Manufacturer narrative:
A further review of this event was performed and identified a change in the MDR reportability pursuant to 21 cfr part 803. Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Visual inspection: the sheath was returned in two segments. The y-body and storage tube was received separate from the pusher catheter. The pusher catheter was kinked approximately 56.5cm from the distal tip. However, after review of the preliminary pictures, the manner in which the device was packaged for return may have contributed to the kink. No kinks were reported by the user. No skiving was found inside the storage tube. The filter was found to be stuck just distal to the hemostatic valve. No other anomalies were identified. Functional/performance evaluation: the hub was placed in the in-house x-ray machine. No anomalies were found within the hub. The filter was advanced just past the hemostatic valve. The feet of the filter were slightly separated; however, the storage tube was no longer connected to the sheath hub, which might cause the feet to separate slightly. The filter was deployed using a mandrel. The filter contained all 6 arms and 6 legs present and intact. No crossed limbs were identified. All measurements met the required specifications. The hub of the returned introducer sheath was sliced open longitudinally and there were no gaps or flashing present. Skiving was found inside the hub; however, after review of the x-ray images taken at bpv, the skiving inside the sheath hub most likely occurred during functional testing as the feet/anchors were proximal to the hub/sheath transition when the device was returned. Medical records review_ image/photo review: medical records were not provided. No images or photos were provided. Conclusion: the device was returned. Based on the returned sample condition, the investigation is confirmed for failure to advance as the filter was received stuck in the introducer sheath. Based upon the available information, the definitive root cause for this event is unknown. It is unknown if procedural factors contributed to the reported event. Labeling review: the denali vena cava filter instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a vena cava filter deployment procedure, the filter became stuck inside the deployment sheath. No attempt was made to deploy the filter. The filter system was exchanged without incident for a new vena cava filter system that was deployed successfully. There was no reported patient injury.